Event description:
Healthcare professional (hcp) reports two fiber leaks noted by blood in the dialysate compartment at the onset of the pt treatments. New disposables were used to continue the pt treatments without incident. The dialyzers were reused 1 and 4 times prior to these events. No pt injury and no medical intervention was required.